Manufacturer narrative:
The product was returned olympus. The complaint was confirmed; the device has poor quality image. The most probable cause of the complaint is d02: cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a intermittent image. There was no patient involvement.